Event description:
A hospital in (B)(6) reported via our distributor that an rt212 adult inspiratory heated breathing circuit had a faulty inspiratory heater wire connector. This was found before patient use.

Event description:
Reporter alleged obtaining the results of 279 mg/dl and 133 mg/dl back to back within 10 minutes on the aviva system. Reporter stated she took her normal dosage of insulin about 1 hour and 15 minutes prior to obtaining the readings; she ate dinner about 1 hour prior to the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.